Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "prior to the seizure, the patient stated the cgm was displaying 160 mg/dl while the bg was 160 mg/dl." H2 correction.

Event description:
Prior to the seizure, the patient stated the cgm was displaying 85 mg/dl while the bg was 160 mg/dl.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2024 , the patient was having a seizure and passed out. Prior to the seizure, the patient stated the cgm was displaying 160 mg/dl while the bg was 160 mg/dl. The patient's spouse called for an ambulance. While in the ambulance, the patient was not provided treatment. Paramedics checked the patient's blood sugar but could not recall the values. The patient was transported to the hospital the patient was provided 4 units of insulin at the hospital. The patient was in the hospital for 3 days. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.